Manufacturer narrative:
As reported a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc) wall. The patient reported becoming aware of perforation of filter strut(s) into organs, mesentery approximately fourteen years and six months post implant. The patient also reported anxiety related to the filter. According to the medical record the patient had a history of super morbid obesity with venous insufficiency, varicose veins and planned gastric bypass procedure with high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the right femoral vein and deployed with the top of the filter being within 1 cm of the lower edge of the adjoining renal veins. The patient took several deep breaths in valsalva maneuver and there was no filter movement. Pre-deployment ivc gram showed good visualization of the ivc with was normal and measured approximately 26 mm in transverse diameter. The confluence of both iliac veins and the junction of the renal veins were identified and marked on the screen. The patient took several deep breaths in valsalva maneuver and there was no filter movement. The patient went to recovery in satisfactory condition. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The trapease ivc filter is indicated for permanent placement. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported event could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of super morbid obesity with venous insufficiency , varicose veins and planned gastric bypass procedure with high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the patient's right femoral vein using the seldinger technique. A cannula was inserted into the femoral vein and the guide wire was placed through the cannula. The trapease dilator and sheath were then placed over the guide wire positioned into the right commo iliac vein. An inferior venacavogram showed good visualization of the inferior vena cava (ivc) which was normal and measured approximately 26 mm in transverse diameter. The confluence of both iliac veins and the junction of the renal veins were identified and marked on the screen. The sheath was advanced to the dilator removed. The filter was placed through the sheath and deployed with the top of the filter being within 1 cm of the lower edge of the adjoining renal veins. The patient took several deep breaths in valsalva maneuver and there was no filter movement. The patient went to recovery in satisfactory condition. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) into organs, mesentery. The patient became aware of the reported events approximately fourteen years and six months after the index procedure. The patient also continues to experience mental anguish, anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter perforates the inferior vena cava (ivc) wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage and perforation as procedural complications related to ivc filters. Without images available for review the reported perforation could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter perforates the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.